Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 scs systems. It was reported the patient was unable to establish communication between her ipg (cervical) and external devices. It was noted the ipg (cervical) was inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. It was reported the new ipg was connected to the existing leads, and effective therapy was restored. The event date is unknown.